Manufacturer narrative:
(B)(4): the customer (biomedical engineer) evaluated the device and verified the reported failure. The customer replaced the therapy pcb and the therapy connector assemblies and observed proper device operation through functional and performance testing. The device was then returned to the end user for use.the device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, their device was giving a "connect electrodes" message and would not detect the attached defibrillation therapy cable assembly. The customer reported that they were able to deliver one successful shock to the patient, but then experienced the reported device issue when attempting to deliver another defibrillation shock. There was no additional information provided regarding the patient or the event. There was no report of any adverse effects caused to the patient as a result of the reported failure.